Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device displayed the replace generator soon message. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.